Manufacturer narrative:
Attempts have been made to obtain the product and requests for additional information were made. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer had problems with histogram audits of spo2 in their nicu directing oxygen therapy. They investigated if the histograms were a problem by attaching a patient to a radical 7 at the same time as their philips x2 mx800 monitor with masimo set and noticed that the sp02 readings were not the same on 5 separate patients. It was noticed more on patients who fluctuate their sat with apneas and bradycardic events, during transitions of either a high (i.e. 90%) to low sat (i.e. 55%) or a low to high sat. Upon placing the same patient on both monitors they noticed there were discrepancies between the sats. Spo2 sensors were both placed on pst ductal sites (right and left feet). Sensors were swapped so that there would not e a site bias (switched left to right and right to left) and both sites were covered with shields. The neonate was not moving aggressively or uncontrollably during these periods of time that there was discrepancy. It appeared as though there was no trouble for either device to acquire a signal. The averaging time were checked and ensured to be the same on both monitors (10 sec). Sensitivity on both monitors set to normal. No known impact or consequence to patient.